Event description:
During product evaluation, the pump¿s air in line printed circuit board (ail pcb) was found to be out of specification. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of the air in line printed circuit board (ail pcb) values being out of specification were confirmed. The ail pcb was replaced.